Event description:
A confirmed pump motor stall without recovery was reported. The patient had an MRI about two hours earlier. The caller indicated that the pump was alarming; the alarm interval was programmed to 10 minutes but was "more like an hour". No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.